Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent fell off of the delivery system when the sheath was removed. There was no patient involvement. No additional event or pt information is available.